Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks and two rounds of anti-tachycardia pacing (ATP) for what appeared to be atrial fibrillation (AF) with rapid ventricular response (RVR). It was also noted that this ICD exhibited undersensing of AF. Technical Services (TS) was contacted and discussed possible reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.